Event description:
Pt reports over the past month, having had any new red patches or an increase in skin itching or burning that is related to their skin condition. Pt reports they were having a flare up of psoriasis in their legs and was doing light therapy to help, but it seemed to worsen. Pt reports they were having burning from the light therapy. Pt washed their legs and the dead skin came off; it has been cleaned by caretaker and fluids removed. Pt reports their otezla md is aware and prescribed them zoryve. Author advised pt to speak to their md about psoriasis therapy since they feel like otezla isn't helping. Pt has an appointment with their otezla prescriber today (B)(6) 2023 to discuss. Pt also reports they have had changes in breathing: shortness of breath. No changes in pah symptoms reported. Pt's tyvaso goal is to get off of oxygen; has not met goal. Pt reports their pah md is aware. No further info, details or dates available. Reported to (B)(6) by pt/caregiver.